Event description:
Pump was reported to have a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to inspect and clean pump components, but efforts to load a new cartridge were unsuccessful, leading to escalation for further troubleshooting.